Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged history settings issue was not duplicated. Review of black box data found replace cartridge warnings 4 days before and on the complaint date, and deliveries were resumed approximately a couple of hours later in both cases. The total daily delivery added up correctly and reflected the user¿s programed basal settings. No evidence related to the complaint was found. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Audio and normal bolus exercises were delivered and recorded correctly. Basal and bolus deliveries added up correctly in the pump history at the end of the evaluation. Unrelated to the complaint, the display was dim and discolored. The pump housing was found to have damages at two places, battery compartment was cracked below the grip pad and between the case seal and the upper right hand corner of the display lens.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was 499 mg/dl with polyuria and had difficulty waking up. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. It was reported that there was an inaccurate delivery issue with the pump. Review of basal deliveries indicated that the basal history did not match the active basal program. Troubleshooting was unable to resolve the discrepancy between basal delivery and the basal settings. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate basal delivery issue of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.